Event description:
It was reported by service report that the lift would not lower. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: broken motion interrupt pan modified by customer caused the lift motion failure.